Event description:
Pt called alleging inaccurate high readings on the lfs meter. Pt obtained a blood glucose reading of 220mg/dl. Pt did not experience any symptoms at the time of testing. Pt then tested on two difference meters and obtained a 120mg/dl on one and a 160mg/dl on another (invalid comparison). Technique of applying blood on the test strip is done correctly. Test strips code matches and are in good condition. Control solution test failed twice. Based on the info provided, medical affairs is reporting this case as a strip malfunction.